Event description:
A surgeon reported experiencing no reflux. The timing of the event and patient involvement is unknown. Additional information has been requested, but none has been received.

Manufacturer narrative:
The company representative examined the system and could not replicate the customer reported event. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause could not be determined conclusively.